Manufacturer narrative:
(B)(4): implanted device remains.

Event description:
Per the clinic, the patient developed a cyst on her chest at the site where she wears the external processor. Oral antibiotics were prescribed and the patient has recovered.the implanted device remains.